Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming inspection, it was observed that the stardrive screwdriver was broken. There was no known patient or hospital involvement. This report is for one (1) stardrive screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a broken handle, which agrees with the reported complaint condition. A chunk of the proximal end of the handle has broken off and was not returned. The remainder of the device shows cumulative superficial surface wear which would not impact functionality. The returned device was manufactured in august 2005 and is over 14 years old. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Review of the device history records for the devices' raw materials showed that there were no issues with the product's raw materials that would contribute to this complaint action. A definitive root cause for the handle breaking could not be determined based on the provided information. The most likely cause is rough handling. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 03.010.107. Lot number: 5062415. Date of manufacture: 12-aug-2005. Place of manufacture: brandywine. Description of DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. Description of raw material review: there was one nonconformance generated for the lot of raw material that the screwdriver shaft was manufactured from (lot # 4752754). This nr was generated due to visual and dimensional nonconformances. The material and the nonconforming material was scrapped. This nonconformance was not related to the complaint condition. Review of the device history records for the devices' raw materials showed that there were no issues with the product's raw materials that would contribute to this complaint action. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.